Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizures and loss of consciousness.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient's parent stated, that the patient had a seizure. The cgm was displaying 74 mg/dl, while the bg was 43 mg/dl. The patient's parent provided the patient juice, and took the patient to the hospital at 7:30am. They stated, that the nurses and doctors at the hospital, did not provide the patient medication as the patient bg at the hospital was 208 mg/dl. However it is unknown, what the cgm was displaying during this time. The patient was released from the hospital at 12:00 noon. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session, or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.